Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by using the wired footswitch. The philips field service engineer (fse) analyzed the system remotely and confirmed that the wireless footswitch was not working properly. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the footswitch had no charge. To resolve the issue, footswitch was plugged in overnight for charging, after charging the charging lights illuminated. After repairs the device returned to good working order. An update has been made to the instructions for use regarding the charging and handling of the wireless footswitch. It is now necessary to keep the wired footswitch continuously connected. Consequently, as outlined in the sequence of events, utilizing an alternative footswitch or hand switch allows the procedure to proceed with little to no interruption, and any malfunction is unlikely to result in death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless footswitch lost connection to the system. There was no reported patient or user harm. Philips has started an investigation of this complaint.